Event description:
It was reported that: "impactor tip broke when surgeon inserted constrained liner. We used the 28mm impactor to complete liner insertion."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.